Event description:
The customer reported that the system would not save images and was slow to respond to the touch screen commands. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep checked overall operation of the system and verified the system performs as intended.